Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: articular surface fixed bearing (ps); p/n: 42511400710, l/n: 62779854, femur trabecular metal (ps); p/n: 42500806401, l/n: 62410178, nexgenâ® complete knee solution, standard primary patella; p/n: 00587806532, l/n: 62700560, natural tibia trabecular metal; p/n: 42530007101, l/n: 62495347. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00203, 0001822565 - 2020 - 01104. Remains implanted.

Event description:
It was reported that the patient had an initial knee arthroplasty approximately 3 years ago. Subsequently, the patient is experiencing pain and instability. The patient was advised to lose weight and use a stationary bike for rehabilitation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h3, h6, h10. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following no intra-op complication noted. Three years after the initial surgery, the patient experienced the pain, instability. It was also noted that the patient was overweight with bmi of 29.8. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.